Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during sternal closure surgery at 1330 the physician changed the dose of the fentanyl drip from 3mcg/kg/hr to 10mcg/kg/hr, and then at 1350 changed it again to 5mcg/kg/hr, however; these changes were not communicated to the nurse, nor was the change to 5mcg/kg/hr actually programmed into the pump. The infusion continued at 10mcg/kg/hr until the syringe was empty. Another dose of medication was ordered and loaded, and at 1836 the syringe was noted to be empty a second time. This prompted the nurse to check the physician¿s charting and discovered that the 5mcg/kg/hr dose was never programmed into the device. The nurse never received an order to change the dosage of the infusion. It was also reported that the nurse was not aware that the medication was still infusing at 10mcg/kg/hr. Until the syringe emptied the second time. The charge nurse, pharmacy, and another physician were informed of the programming error. The patient was assessed, breathing via ventilator at 17 breaths per minute, and moving hands upon stimulation. Another dose of fentanyl 2.5ml was received from the pharmacy and the settings were checked on the pump. It was then advised to remove the pump from service once the infusion was finished and use another pump for the next dose of fentanyl.

Event description:
It was reported that during sternal closure surgery at 1330 the physician changed the dose of the fentanyl drip from 3mcg/kg/hr., to 10mcg/kg/hr., and then at 1350 changed it again to 5mcg/kg/hr., however; these changes were not communicated to the nurse, nor was the change to 5mcg/kg/hr., actually programmed into the pump. The infusion continued at 10mcg/kg/hr., until the syringe was empty. Another dose of medication was ordered and loaded, and at 1836 the syringe was noted to be empty a second time. This prompted the nurse to check the physician¿s charting and discovered that the 5mcg/kg/hr., dose was never programmed into the device. The nurse never received an order to change the dosage of the infusion. It was also reported that the nurse was not aware that the medication was still infusing at 10mcg/kg/hr., until the syringe emptied the second time. The charge nurse, pharmacy, and another physician were informed of the programming error. The patient was assessed, breathing via ventilator at 17 breaths per minute, and moving hands upon stimulation. Another dose of fentanyl 2.5ml was received from the pharmacy and the settings were checked on the pump. It was then advised to remove the pump from service once the infusion was finished and use another pump for the next dose of fentanyl.

Manufacturer narrative:
The customer¿s report of a patient event was confirmed. Physical inspection of the device noted the instrument seal intact. The only observed anomalies were dull iui connectors. Analysis of the pcu event log shows the patient event was the device infused at the incorrect dose and was found to be due to programming. It was reported that during sternal closure surgery at 1330 the physician changed the dose of the fentanyl drip from 3mcg/kg/hr to 10mcg/kg/hr. The event log confirmed this dose change occurred at 1:24 pm on (B)(6) 2019. Then at 1350 changed it again to 5mcg/kg/hr. The event log confirmed this dose change occurred at 1:52 pm. However, these changes were not communicated to the nurse, nor was the change to 5mcg/kg/hr actually programmed into the pump. The infusion continued at 10mcg/kg/hr until the syringe was empty. Another dose of medication was ordered and loaded, and at 1836 the syringe was noted to be empty a second time. The pcu event log confirmed that a new syringe was loaded at 3:00 pm and the infusion was restored at the dose of 10mcg/kg/hr. The infusion then ran until 6:36 pm when the syringe was empty. This prompted the nurse to check the physician¿s charting and discovered that the 5mcg/kg/hr dose was never programmed into the device. The nurse never received an order to change the dosage of the infusion. It was also reported that the nurse was not aware that the medication was still infusing at 10mcg/kg/hr. Until the syringe emptied the second time. Review of the device error logs found no errors during the time period of the reported event. Functional testing performed found the device operating within specification. The root cause of the reported patient event was identified as due to programming.

Event description:
It was reported that during sternal closure surgery at 1330 the physician changed the dose of the fentanyl drip from 3mcg/kg/hr., to 10mcg/kg/hr., and then at 1350 changed it again to 5mcg/kg/hr., however; these changes were not communicated to the nurse, nor was the change to 5mcg/kg/hr., actually programmed into the pump. The infusion continued at 10mcg/kg/hr., until the syringe was empty. Another dose of medication was ordered and loaded, and at 1836 the syringe was noted to be empty a second time. This prompted the nurse to check the physician¿s charting and discovered that the 5mcg/kg/hr., dose was never programmed into the device. The nurse never received an order to change the dosage of the infusion. It was also reported that the nurse was not aware that the medication was still infusing at 10mcg/kg/hr., until the syringe emptied the second time. The charge nurse, pharmacy, and another physician were informed of the programming error. The patient was assessed, breathing via ventilator at 17 breaths per minute, and moving hands upon stimulation. Another dose of fentanyl 2.5ml was received from the pharmacy and the settings were checked on the pump. It was then advised to remove the pump from service once the infusion was finished and use another pump for the next dose of fentanyl.